Event description:
It was reported that approximately 58 months post implant of a bifurcated device and two proximal infrarenal aortic extensions a computed tomography scan identified a separation with thrombus between the bifurcated device and the proximal aortic extension. The patient was treated with an additional infrarenal aortic extension which successfully corrected the separation. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device was not returned and therefore, device evaluation could not be performed. Computed tomography imaging was provided; however, did not include images applicable to the event description; therefore, a clinical assessment could not be performed, thus a cause and effect could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).